Event description:
Unomedical reference number (B)(4). Event occurred in argentina on 15-dec-2023, it was reported that two infusion set's tubing came apart at the tubing connector. The site location was patient's abdomen, and the pump was located sometimes in the pocket and sometimes belt clip. The infusion had been used for one day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.